Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a portion of the pump touch screen was intermittently unresponsive. Reportedly, the number "7" was intermittently unresponsive; however, the customer was eventually able to get the screen to respond. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.